Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd, failed leak test and puncture on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image due to faulty ccd. The most probable cause of the complaint is cause traced to component failure (dark image) and known inherent risk of device (faulty ccd, failed leak test and puncture on cable). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents a dark image malfunction. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room) .there were no reports of patient involvement.